Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi; the patient was experiencing bradycardia. The device could not be further interrogated; eol ¿ end of life was suspected. It was noted that the patient did not have regular device check-up done. During device explant procedure on (B)(6) 2018, an insulation breach was noted on the right ventricular lead. The lead was capped and replaced. The patient was in stable condition during and post procedure and was discharged.